Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient was experiencing chronic pocket pain. There was no infection noted. Normal device function. The device and leads were explanted. No additional adverse patient effects were reported.